Event description:
It was reported the pt is no longer receiving stimulation. It was also reported the charger and programmer can no longer communicate with the pt's ipg. It was reported another programmer was also not able to communicate with the pt's ipg. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
(B)(4): 1627487-12192011-003-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.